Event description:
The reporter stated that the tubing separated. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The product has not yet been received from the customer. Smiths is unable to confirm the issue without returned product evaluation. A follow-up to this report will be submitted if and when information becomes available that will impact this investigation.